Event description:
It was reported the pt is experiencing discomfort and a burning sensation at his ipg site. The pt has consulted with his physicians in the past without resolution. The pt stated at times the discomfort is minimal and sometimes it is a searing pain. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.